Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, data not available, cloud - omnipod 5 software app version, data not available, cloud - smartphone operating system, data not available, cloud - smartphone hardware, data not available, cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's wife that the patient experienced an increase in blood glucose levels rising to 26 mmol/l (468 mg/dl) and elevated ketone levels 6.6 mmol/l (118 mg/dl), resulting in diabetic ketoacidosis. The patient required hospitalization at (B)(6) hospital, where the condition was suspected to be triggered by an infection. The patient was treated with manual insulin injections and antibiotics. The pod was removed and discarded at the hospital. The patient remained hospitalized for four days, from (B)(6) 2025 to (B)(6) 2025.